Event description:
Information from the medical professional had been received indicating that the increased seizures were not related to vns.

Event description:
It was reported that the vns study patient was discontinued from the study on (B)(6) 2013 due to non-compliance with the study protocol. The device was disabled the same day. Follow-up revealed that the patient had been experiencing an increase in seizures which caused the patient to be hospitalized in (B)(6) 2013. There is no indication that the increase in seizures was related to vns.

Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently lacked the confirmation from the medical professional that the event was not related to vns.